Manufacturer narrative:
No rewind anomaly or motor error alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside the device and passed. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump had motor error alarm. Blood glucose was 120 mg/dl. Customer reported they were not able to clear the alarm and not able to rewind the insulin pump. The insulin pump will be returned for analysis.